Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 7 atmospheres upon second inflation. The device was completely removed, and the procedure was completed using an alternate method. There were no complications reported.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 7 atmospheres upon second inflation. The device was completely removed, and the procedure was completed using an alternate method. There were no complications reported.

Manufacturer narrative:
Device evaluation by MFR: a pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.